Manufacturer narrative:
The probable root cause of the reported complaint can be attributed to a calibration loss of the affected master tool manipulator (mtm)s.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse re-calibrated all master tool manipulators (mtm) on surgeon side console (ssc). The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and fse's field evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the nurse reported to the intuitive surgical, inc. (Isi) technical support engineer (tse) that they were struggling to control other instruments other than endoscopes on the universal surgical manipulator 2 (usm). The nurse stated they had tried different drapes and reseated the sterile adapters (sa) several times with the issue persisting. The tse reviewed the logs, and they were clear with no signs of errors. Since the issue was persisting, the field service engineer (fse) was requested to perform a verification of the surgeon console. The procedure was completed as planned with no patient harm, adverse outcome, or injury. The issue did not cause a delay in the procedure.